Manufacturer narrative:
(B)(4). The returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 309.4 cm from the tip of the fiber connector to the end of the fiber body. The exposed glass tip measured 1 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip is consistent with normal degradation. Functional analysis revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. Fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the fiber during setup or use contributed to the fracture within the fiber connector. Therefore, the most probable cause was found to be adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on august 30, 2021 that a lighttrail reusable 270um laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2021. The laser unit used was an auriga 30 laser console with laser settings of 18 hertz and 700 joules. During the procedure, the laser fiber stopped firing. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. Additional information: this event has been deemed a reportable event based on the investigation finding that the laser fiber was broken within the connector.